Event description:
It was reported that this patient received an inappropriate shock while sitting in their car. The subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed to the primary sensing vector with smartpass on. There was a noted change in the morphology in the episode and a technical services (ts) review was requested. Ts reviewed the treated episode and the captured subcutaneous electrocardiogram (secg). Ts noted that the non-paced signals were much larger in the primary and secondary vectors and in the alternate vector small in the paced and non-pacing rhythms. Ts also noted that the treated episodes and untreated episode had a small wide signal which looked like they could be paced. Ts discussed evaluation all of the sensing vectors in paced rhythm and various rates to see which is the best vector to program. As the patient also had a leadless pacemaker ts discussed lowering the max maxing rate in the leadless pacemaker and/or raising the conditional zone to account for possible t-wave oversensing when pacing. No adverse patient effects were reported. The sicd remains implanted.